Event description:
The customer reported the ventilator will not power on with the on/off switch. The customer reported there was no patient involvement.

Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The failure of c56 prevented the power supply from operating on ac power.